Event description:
Baxter hong kong reported a dry minicap. Per baxter hong kong the sponge was white in color. Baxter hong kong noted this prior to use and reported no pt injury associated with this incident.